Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error 25 alarm and battery power loss alarm. The power management tool confirmed power error 25 alarm and battery power loss alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had power error detected and they did not received low battery alarm prior to the replace battery now. Customer was able to clear the alarm and rewind the insulin pump. The insulin pump will be returned for analysis.